Event description:
On (B)(6) 2011, pt reported the infusion device was in his pocket and he heard the device start beeping. Pt stated, he pulled it out of his pocket and noticed there was an issue with the device's screen. Pt reported the infusion device screen had faded and it was hard to read what was on the display. Pt stated, it seemed like it had faded out. Patient reported, it seemed okay again because, it stopped beeping so he put it back in his pocket and it started beeping again. Pt stated, he pulled it back out and the same thing occurred. Pt reported, he was pressing the menu button during the call and the screen was fading again. Pt stated, he looked at the screen and it looked like the infusion device was in the stop option. Advised pt to let the device time out and go back to the basal rate. Had pt press the menu key again; the display is okay at this time. Advised pt to change the battery. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.